Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ rotating knob broken¿ was confirmed. The scope had no down angulation due to a broken angulation wire. The scope¿s insulation cover was found to be damaged. Deep dents were noted in the scope¿s plastic cover. The light guide lens was found cracked. The bending section rubber glue was found cracked on the insertion tube and cover. Minor scratches and a snakiness appearance was noted the insertion. Minor dents were noted in the scope connector. The scope¿s ID check showed 499 total uses. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the scope¿s rotating knob (control knob) broke. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if it were to recur.